Event description:
In 2007, it was reported to boston scientific corporation that a procedure to place an ultraflex esophageal stent was performed. The complainant stated, "after introducing the prosthesis at the inferior third and stomach, we tried to release the prosthesis but we observed that after the first centimeter approximately, the release thread got stuck. While trying to force it, we observed that along with the guidewire an arch got formed, which prevented the release of the prosthesis." It was further reported, "the prosthesis was removed without difficulties. We tried to release it outside the patient without positive results". Ultimately, the physician dilated the esophagus (unk device), and the following day, the patient received a new bsc stent and was reportedly in stable condition.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. The device evaluation, device history record review, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.